Event description:
Procedure performed: adnexa surgery. Event description: the whole tip of the obturator was broken from the shaft during insertion.) It was a clean break, but it looks (according to tm) like some of the plastics are melted/cracked. The break caused participation and one piece was removed from the patient. Event date was week 25 but unsure what day. The trocar was not used with a robot. Unsure how the trocar was inserted. Additional information received from an applied medical representative via email on 01jul2025: the procedure was: laparoscopic resection of endometriosis. This was the first insertion, and the camera was in the trocar/ obturator during insertion. No instrument was used with the trocar. The tip of the obturator broke on its way into the abdomen. The broken piece/tip was picked immediately from the abdomen. Intervention: replaced the trocar (obturator) with a new one. Patient status: all good, everything went good with the patient.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of a fractured obturator tip. Based on the condition of the returned unit and description of the event, it is possible that the obturator was exposed to a heat producing instrument. It is also possible the obturator fractured due to the force of insertion. However, the exact root cause could not be determined. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified.

Event description:
Procedure performed: adnexa surgery. Event description: the whole tip of the obturator was broken from the shaft during insertion. ) it was a clean break, but it looks (according to tm) like some of the plastic are melted/cracked. The break caused particulation and one piece was removed from the patient. Event date was week 25 but unsure what day. The trocar was not used with a robot. Unsure how the trocar was inserted. Additional information received from an applied medical representative via email on 01jul25: the procedure was: laparoscopic resection of endometriosis. This was the first insertion, and the camera was in the trocar/ obturator during insertion. No instrument was used with the trocar. The tip of the obturator broke on its way into the abdomen. The broken piece/tip was picked immediately from the abdomen. Intervention: replaced the trocar (obturator) with a new one. Patient status: all good, everything went good with the patient.